Manufacturer narrative:
A ge representative evaluated the system and found a problem with software. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported, the system would not boot up. No pt injury was reported.